Event description:
(B) (6). It was reported that following a coronary artery stenting procedure, the patient experienced restenosis. During the index procedure a non target lesion was treated in the mid left anterior descending (mid lad) artery with a 3.50x24mm taxus express2 stent. At 1740 days after the index procedure the patient was admitted with angina pectoris. The mid lad was found to have a 90% stenosis and was treated with placement of a non bsc stent with 0% residual stenosis. The patient was discharged the next day.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).